Manufacturer narrative:
B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent the replacement procedure due to discontinuation of implantable pulse generator (ipg) use for over two years, which resulted in an unresponsive ipg. Electrocautery was used. The ipg was retained by the hospital and will not be returned for analysis. Additional information was received that the scs replacement was performed in accordance with the physician and patient decision.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent the replacement procedure due to discontinuation of implantable pulse generator (ipg) use for over two years, which resulted in an unresponsive ipg. Electrocautery was used. The ipg was retained by the hospital and will not be returned for analysis.